Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited far r oversensing which resulted in inappropriate atrial tachycardia detection. Programming changes were performed onto the ra lead to resolve the oversensing. The condition of the patient was unknown.